Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately three years post port implantation, the port allegedly was found to be septic. It was further reported that the port was removed and is scheduled to be replaced in eight weeks. The patient is being provided antibiotics for the infection at the hospital. The patient was discharged from the hospital after receiving treatment for 19 days.